Event description:
It was reported that an ilet insulin pump exhibited a cracked display screen, and a replacement device was arranged after confirming logistics and patient backup therapy. Symptoms included no reported adverse physiological effects and a reported blood glucose of 112 mg/dl. Outcomes included uninterrupted diabetes management using backup therapy and continued cgm use with the dexcom app or receiver. Investigation included device replacement logistics, instructions to shut down the device to prevent alerts, guidance to sync data to the mobile app prior to return, and return of the affected device with a provided shipping label. Investigation of this case revealed a physical damage issue isolated to the screen with no associated alarms or therapy interruption. It was concluded that the event involved a damaged device component and that the patient must complete standard startup on the replacement device, with no clinical harm reported.